Event description:
It was reported that the autopulse platform performed only one chest compression before stopping. No adverse patient sequelae was reported. Manufacturer requested additional information from the customer on (B)(4) 2013; however, no additional information has been obtained.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.